Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited noise while connected to the pacing system analyzer( psa), before connected to the device. No over-sensing was noted. The physician suspected a right atrial lead break as the cause of the noise. The ra lead was not used and another ra lead was used to complete the procedure.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.

Manufacturer narrative:
Field should include patient condition as stable, which was not included in prior report.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited noise while connected to the pacing system analyzer( psa), before connected to the device. No over-sensing was noted. The physician suspected a right atrial lead insulation break as the cause of the noise. The ra lead was not used and another ra lead was used to complete the procedure. The patient was stable throughout.